Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. The event occurred during installation of the ventilator on-site. The control printed circuit (pc) board was returned but no device logs were received. Simulated use testing of ventilation confirmed the reported problem. The generated technical error code indicates a control pc board communication failure with the monitor pc board. The fault condition was permanent and it was not possible to start ventilation. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure, as was the case here, appears during start-up, a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is that the returned control pc board hardware was faulty and was the cause for the reported failure, but the failing component has not been identified from this investigation.

Event description:
It was reported that the ventilator during start up generated a technical error code indicating a failure of the control printed circuit board during the start up. There was no patient involvement. MFR. Ref #: (B)(4).